Manufacturer narrative:
While deploying a stent in the external iliac artery, it was reported that the stent jumped forward approximately one centimeter distal to the lesion. An additional stent was placed proximal to the initial stent and the entire target lesion was fully covered. There was no reported patient injury. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15326652 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. It is unknown if unusual force was used in the attempt to cross the lesion. An internal cordis investigation revealed that pushing the sds against resistance can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping with the locking pin still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." It is unknown if, as the IFU advises, the user advanced the stent delivery system past the lesion site and then pulled back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. The IFU also states to verify that the delivery system's radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion, to ensure that the introducer sheath does not move during deployment and remove the locking pin from handle. Then, initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
Stent placement: the target lesion was external iliac artery. The patient was male but age was unknown. Calcification, vessel tortuosity and the rate of stenosis were unknown. Smart control (complaint product) was delivered for a direct stent. However, the stent was jumped forward and placed approx 1cm distally from the target position. Therefore, additional stent (same size, lot unk) was placed proximal to the initial stent and the entire target lesion was fully covered. The procedure was completed without any other problem. There was no adverse event and the patient is in stable condition. No product return.